Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4 . Reference MFR report #s: 3008829311-2018-00088, 3008829311-2018-00093, 3008829311-2018-00094. It was reported that the patient experienced numbness on the right foot two hours following a permanent drg implant on (B)(6) 2017. Reportedly, the lead was pressing against a nerve causing the numbness. As a result, the physician moved the right l4 lead on that same day but it did not resolve the issue. In turn, CT scan was also performed and no issues were found. The patient was treated with a transforaminal injection at l4 on the right and is being monitored by the physician it is unknown which lead was placed at l4. As a result all possible leads are being reported.